Event description:
The customer reported that there was no image on the monitor and the technique runs up to max. There was good power to the camera, but no video signal was coming from the camera.

Manufacturer narrative:
(B)(4). The ge service rep replaced and calibrated the camera. The system functions as intended.